Event description:
The svc report shows that while in the facility for an unrelated svc call, the cse noted during testing that there was no audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified no audio alarm. The npb cse reported replacing the alarm and main power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.